Manufacturer narrative:
The device was received. Investigation is not completed. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted arteriotomy closure using the starclose device after an interventional procedure. During the procedure, the finish arrows lined up and the device popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.